Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for not sure if insulin was being delivered. Treatment information was not provided.

Manufacturer narrative:
The exposed portion of the soft cannula was observed the be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. As such, it could not be conclusively determined if the observed cannula damage is linked to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone16.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.